Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "you could see on x-ray where the trunnion was worn out. We took the stem out and went back with a restoration modular." Review of explant photos confirm significant trunnion wear therefore confirming head-stem disassociation

Manufacturer narrative:
An event regarding wear and disassociation involving an unknown stem was reported. The event was confirmed by the explant photographs provided. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "you could see on x-ray where the trunnion was worn out. We took the stem out and went back with a restoration modular." Review of explant photos confirm significant trunnion wear therefore confirming head-stem disassociation.